Event description:
It was reported that the patient's device was having problems and not functioning. It was unclear how long the device had been implanted. The device was indicated as being "14 years old and probably needed to be replaced." It was later stated the device was 12 years old. Later the same day it was reported the patient also experienced an overstimulation sensation. The overstimulation sensation had been felt for the past couple of months over most of the right side of her body (leg, arm, ear, and head). A "kink" in the lead was reported. The reporter stated "this problem had only been over the past few months." It was unclear whether the problem was referring to the overstimulation or the "kink" in the lead. Later the same day it was further noted that the stimulation was described as "too high" the previous night. It was indicated that the patient could not turn off the device. Patient had two patient programmers and had "no success." The onset of the problem was unknown. The following day the patient stated she was feeling "electrical shocks" in her head and that she "couldn't turn it off with the controller." Troubleshooting was attempted, but was not successful. The reporter stated the device was implanted in 2000 and the patient had not turned it on or used it in any way for 5 years. It was stated that because the device was 12 years old it would "likely be unable to deliver any current to cause her to feel shocks." It was indicated that the patient "stopped all of her medications cold turkey." The patient's doctor stated that she would follow up with the patient. No further information about the patient outcome had been reported.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer. Patient product ID: 3487a-33, lot# j0349321v, implanted: (B)(6) 2005, product type: lead. (B)(4).